Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent visual inspections, and a workmanship issue was found. There was the main tube broken at its weld. Due to a broken outer tube, the instrument could not be tested on the in-house system. Additional unrelated observations not reported by site: the instrument was found to have a broken main tube at its weld, measuring approximately 90 mm from the distal tip. No main tube material was found missing. The clamp arm was also found with breakage of the teflon pad at the tip. A piece measuring approximately 2.00 mm x 1.00 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Further, the instrument was found to have blade damage along its entire length. The blade did not have corrosion that would have contributed to the blade damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument alarm had malfunction. The procedure was completed with no patient harm.